Manufacturer narrative:
The field service engineer (fse) performed on-site troubleshooting of the analyzer that included replacement of the r1 and r2 syringe assemblies. A review of the isr08090 service history was performed and found no contributing factors on or around the date of the complaint and no subsequent tickets related to increased reactive architect anti-hbc ii results after the syringe assemblies were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed an increase in (B)(6) results ((B)(6) samples out of 1,665 donors) on the architect i2000sr analyzer. There was no specific data provided. There was no impact to donor or patient management reported. Field service checked the architect system, replaced the syringe and followed up for two weeks. After the replacement procedure, the problem was corrected.